Event description:
A report was received that a pt's precision system was explanted due to an infection at the pocket site. The pt experienced pus at the pocket site, and the incision failed to close.